Event description:
As reported, during an angiogram of the right leg via contralateral access from the left groin, a flexor high-flex ansel guiding sheath was difficult to remove. Resistance was encountered during removal, and per the reporter, the sheath appeared to be stuck within the vessel and was likely compressed due to the patient¿s small and severely calcified arteries. The sheath was successfully removed with the dilator. Reportedly, the procedure was completed with the complaint device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this event.

Manufacturer narrative:
H3: device evaluation anticipated but not yet begun. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.